Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 694045 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock during an episode of supra ventricular tachycardia (svt). The ICD remains in use. No further patient complications have been reported as a result of this event.